Event description:
It was reported that the ilet screen was cracked to the point that the touchscreen was unresponsive, confirmed by a photo provided, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no injury and no device-related clinical symptoms. Outcomes included no hospitalization and continued diabetes management using backup therapy. Investigation included complaint intake with visual confirmation from customer-provided imagery and coordination for device return and replacement. Investigation of this case revealed device damage to the display assembly consistent with a broken or cracked screen resulting in loss of touchscreen function. It was concluded, based on previously established findings for similar reports, that the cause was physical damage.